Event description:
Preoperative. Diagnoses: (1) scoliosis. (2) spinal stenosis l4-6, l5-s1 (3) lumbar radiculopathy. (4) lumbar myelopathy. (5) degenerative disc and joint disease l4-6, l6-s1 (8) spinal curve. (7) gait disturbance of lumbar spine (8) status post laminotomy and discectomy of l6is1. (9) failed laminectomy and discectomy l6-s1. (10) lateral foraminal stenosis. L6 right. (11) herniated disc l44 it was reported that the patient underwent spinal fusion surgery using rhbmp-2/acs. During the course of the surgery, screws and rods were used; decortication of onlay bone graft with bone morphogenic protein was placed for posterior process fusion. Two pledgets of bone morphogenic protein was inserted anteriorly against the anterior aspect of the disc space followed by cancellous autologous bone locally harvested and then followed by capstone implant at the l5-s1 level. The patient's post-operative period was reportedly included, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient reportedly suffers from physical and mental pain and suffering and emotional/mental damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2008: patient presented with preoperative diagnosis of (1) scoliosis. Spinal stenosis l4-6, l5-s1, (3) lumbar radiculopathy. Lumbar myelopathy. Degenerative disc and joint disease l4-5, l5-s1 (6) spinal curve. Gait disturbance of lumbar spine, status post laminotomy and discectomy of l5-s1. Failed laminectomy and discectomy l5-s1. Lateral foraminal stenosis, herniated discs l4-5 and procedures performed: intraoperative biplane fluoroscopy lumbar spine, right sided transforaminal posterior body fusion l4-5 ,l5-s1. Pedicle instrumentation bilateral l4, bilateral l5 and bilateral s1. Posterior transverse process fusion l4-5 and s1. Cage instrumentation l4-5 , l5-s1. Brief history: patient underwent a laminectomy and discectomy at the l5-s1 level for herniated nucleus pulposus but as a result therein with collapse of "structural buffer" at disc space at l5-s1. The patient collapsed sustaining neural spinal neural compromise and incapacitating radicular pain. Per operative note: ".....an incision was made over the right and left l4, l5 and s1 pedicles in the skin and subcutaneous tissue. A screw was placed in the left side at l4, l5 and s1 to which was then passed a second rod through an additional incision proximally on the left side connecting distally and locking it distally at s1. Decortication of onlay bone graft with bmp was placed for posterior transverse process fusion. Then bmp two pledgets was inserted anteriorly against the anterior aspect of the disc space followed by implant at l5-s1 level." Peek cages are used. The patient tolerated all of the operative procedure well.